Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. Patient also experienced pain at the ipg site. Prior to ipg reaching eol patient experienced ineffective therapy. As a result, surgical intervention was undertaken on (B)(6) wherein patients system was explanted to address the issue.

Manufacturer narrative:
The report of pain at the ipg site was not able to be confirmed. Analysis of the returned ipg found it communicated with all lab utilities and passed all functional testing (no anomalous outputs were observed). Discomfort or pain at the ipg site is commonly associated with patient anatomy and/or the location of the ipg pocket site. There was no mention in the report if the pocket site location itself was an issue.